Event description:
The patient came in reporting instability and the cause is unknown. At about 3 years and 9 months post primary the surgeon upsized the liner to give the patient more stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 december 2025: lot 2104654: (B)(4) items manufactured and released on 08-jun-2021. Expiration date: 2026-may-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.